Event description:
(B)(4). Uti that resulted in sepsis, muscle aches, joint pain, tingling and numbness in feet and hands, shooting pain from ovary area down left leg, depression, headaches, inflammation, bloating, memory loss, diagnosis of pcos, weight gain, insomnia, increased instances of bacterial vaginitis and yeast infections, lower back pain in the kidney area on both sides, fatigue, nickel sensitivity, chronic dry eye, dry mouth.